Event description:
It was reported that during the procedure physician used the subject balloon catheter to dilate the m2 vessel and it was found that the contrast was leaking out of the balloon for which the operator thought it might be hemorrhage and neutralized with the heparin. The same balloon catheter was used to finish the procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no anomalies were noted to the gateway balloon catheter prior to use, the device was prepared as per the dfu. Additional information the anatomy was severely tortuous which may have contributed to the reported event. But this cannot be conclusively determined. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable will be assigned to this complaint. H3 other text : the device is not available to the manufacturer.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure physician used the subject balloon catheter to dilate the m2 vessel and it was found that the contrast was leaking out of the balloon for which the operator thought it might be hemorrhage and neutralized with the heparin. The same balloon catheter was used to finish the procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.